Event description:
The physician used a wilson-cook tri-clip endoscopic clipping device. The device was advanced through the endoscope and the clip exited the outer sheath. At this time, the clip detached in the open position. A possible attempt to retrieve the detached clip was made, but was unable to retrieve the detached clip was made, but was unable to be viewed endoscopically by the physician. The clip was left to pass naturally through the g tract. No injury to the patient was reported.